Event description:
It was reported that the device was unexpectedly at elective replacement indicator during the warranty period. The device was explanted and replaced. It was noted that the outputs on the right ventricular (rv) lead were programmed to 4 volts at 0.8 milliseconds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).